Event description:
It was reported that a problem occurred during a surgical procedure. The patient had leads implanted on (B)(6) 2012, before the device. During device implantation the health care provider (hcp) tightened down the setscrews at the lead-extension location and on the lead body, but not on the electrode. This problem was not known "right away" until a short showed during an impedance measurement. The other hcp tried to disconnect the lead and extension and unscrewed all of the setscrews. After pulling the lead and extension apart the hcp noticed the tip of the lead had "broken off" and the lead wires were "frayed." The hcps made the decision to "close up" and used computed tomography (CT) to implant a new lead that same day. The rest of the procedure went without "incident" and they "closed up." Additional information received on (B)(4) 2012 reported that no further information on the patient was known. The patient was being followed by an hcp for programming.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).